Event description:
The customer contacted physio-control to report that their device would intermittently not complete its boot cycle after power on. The device would then continuously reboot. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the user interface pcb and system controller pcb assemblies. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb and system controller pcb assemblies and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u61 on the system controller pcb assembly, being shorted. This ic chip, designator u61 being shorted, caused the device to lock up with a white screen on boot up.